Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed in two segments at approximately 31.6 cm from the terminal pin. Visual inspection noted abraded insulation at 6-7 cm from the terminal pin, with exposed inner conductor coils. This insulation abrasion was consistent with lead-on-can contact. Additional abraded insulation was observed at 12.5-13 cm from the terminal pin. Here, the inner insulation remained intact. This insulation abrasion was consistent with lead-on-lead contact. Testing was completed to assess lead electrical performance; measurements throughout these tests were within normal limits. The insulation damage was confirmed in the laboratory and was likely the cause for the noise that was observed clinically.

Event description:
It was reported that during a routine device check, this right ventricular (rv) lead exhibited noise and required replacement. At the revision procedure, insulation damage near the terminal pin was observed. The transvenous lead and device were explanted and a subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted instead. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.